Event description:
It was reported to philips that the system's collimator and shutters were not functioning, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis of a neurovascular procedure, and the procedure was completed as planned after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the collimation was unavailable. Analysis of the log file showed "collimator hardware or mechanics failed, "collimator driver linear y shutter area is not available, "shutter not available," and "shutter collimation failed." Upon troubleshooting, the fse found that this was an intermittent issue due to an incorrect version of the collimator replacement. To resolve the issue, the fse replaced the collimator and performed related calibrations. The defective collimator was returned to philips for failure analysis, and failure analysis results showed "encoder error: y shutter." After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a collimation unavailable issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A collimation unavailability issue, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), is unlikely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.